Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The guide wire was received stuck inside another manufacturer's catheter. The polyurethane distal tip of the guide wire was partially cut and crumpled. The guide wire could not be removed from the lumen at the lock-up site; therefore, the catheter was dissected in several sections in order to facilitate the removal. The guide wire was removed from catheter. Visual and microscopic examination of the exposed section of the guide wire revealed numerous areas of surface damage. The ptfe coating on the guide wire was scrapped off in several locations. Specimen passes all applicable ptfe adhesion test. The distal tip (poly area) of the guide wire was examined. Evidence of stretched condition was observed suggesting that the distal region of the guide wire was constrained during the clinical attempt. In addition, a section of the polymer was missing. Further examination of the catheter shaft and tip revealed evidence of bent/kink condition which would have contributed to the lock-up. These damages appear to be the result of the manipulation of the locked-up guidewire. The failure mode of kink or bent wire is anticipated failure of this device associate with the use and/or handling of the device. A review of the device history record was performed and found to meet all requirements. The exact cause of the guide wire damage could not be determined. Based on the evidence presented by the complaint device, there is a high likelihood that the difficulty in the wire tracking over the wire stated in the complaint can be attributed to the kink condition observed. The instructions for use under precautions statement state: "exercise care in handling of the guide wire during procedure to reduce the possibility of accidental breakage, bending, or kinking. Do not use a guide wire that has been damaged."

Event description:
Determined to be reportable based on analysis, approved on 10/17/2007. It was reported that during a left middle cerebral artery stenting procedure, the stent delivery device became stuck on the choice guide wire. The lesion was predilated with another manufacturer's balloon with some "binding" being noticed. The physician then advanced another manufacturer's stent delivery device, however it was reported as getting "wound up" with the choice guide wire. Both devices were removed as one unit with no patient consequence. Another device was then used successfully to complete the procedure. No patient complications were reported, and patient status was reported as 'fine, no injury'. Product analysis revealed missing ptfe coating.